Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2022. Therefore, the patient's blood glucose level was 163 mg/dl at the time of the event. Moreover, the infusion set was used for an hour. Further, the infusion set was replaced, and insulin was resumed successfully. No further information was available.